Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2026. Patient also experienced high blood glucose level of 523 mg/dl at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi) to resolve the issue. No further information available.